Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer contacted us via phone call. The customer states all 5 alarms are not alarming. Limited other information available on issues. Customer claims sensor and nurse call ports are not damaged. Battery compartment is free of damage as well. The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
Visual findings observed scratches, indentations, and site stickers on the exterior housing. The battery compartment has signs of previous battery corrosion such as white powder residue on battery flat contacts, battery springs, sidewall, and red ribbon. The moisture indicator label has turned red due to previous battery leakage in the compartment. Evaluation of the unit has power with batteries, but it does not switch to high volume when pressing the volume button. The unit passed all other functional testing when using the low volume mode. Sound issues may cause false alarms, which will be a nuisance, but pose no risk to the patient. Additionally, it is likely that these issues will be discovered during device prep. Being that the unit has been in use for over 9 years, it is likely normal wear and tear that contributed to the reported issue all complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. No corrective or preventative actions are necessary at this time. Manufacturer reference file (B)(4)

Event description:
Supplemental required for additional information.